Event description:
It was reported that the bd alaris smartsite pump infusion set had flow issues. The following information was provided by the initial reporter: patient came for ivig infusion. Infusion was started and primed with buretrol tubing. After some point, ivig would not follow from bottle into the buretrol. Normal troubleshooting with syringes was tried with multiple attempts. Pushing/aspirating from the buretrol luer lock, though flow into buretrol was unsuccessful. Remaining gamma in IV tubing was aspirated with a 20cc syringe and the gamma was re-primed with straight tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.